Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close the door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. Any pt involvement, injury or medical intervention is unk. During baxter's eval of a spectrum pump it displayed the door not fully latched message. There was no pt involvement.